Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced photometer lamp, cuvettes and cuvette wiper to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. (B)(6).

Event description:
The customer reported one (1) false low tbil (total bilirubin) patient result generated for on the unicel dxc 600 pro synchron system. There was no change in patient treatment in association with this event. Quality control was within the laboratory¿s established ranges prior to the event.